Event description:
Abbott labs, freestyle 2 14 day sensor. I have been using this product for a few years now, when it came out. They always stuck to my arm for the 14 day period, they always left some adhesive residue, which I had to clean off. But for the past 3 months none of the sensors are making it to 14 days, they just fall off after 3 - 11 days. No adhesive sticky left. They cost me $25/month, I called the 855 telephone number which was a waste of time and I sent them and email. It seems abbott is only set up to hear about butterflies and sunshine when it comes to this product. But the reality is that they changed something and now they are junk. Additionally they sense much differently from the right to left arm. And the readings do not always agree with my old sticks. So I think you should contemplate telling these people that they should control the quality of their sensors better than they are now. I am thinking about leaving abbott freestyle for something else or just stop monitoring, as it's expensive for crap product I fully expect FDA to also do nothing. I do not have any respect for you guys either, but at least I tried. All self serving, dishonest.